Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. All stents within the lot passed visual inspection for stent diameter specifications. The reported complaint could not be confirmed, as the stent was returned damaged and unable to be reloaded for further investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that treatment was performed for an unruptured pcom aneurysm. Upon deployment of the fred, the stent was not opened completely at the cavernous bend. During catheter manipulations to open the stent, access was lost; therefore, the stent was removed with a microsnare. There was no reported patient injury.